Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. Eventually, the lead was secured and the device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.